Event description:
A physician's office was concerned that one of their patient's generators was depleting quicker than normal. Additionally, the patient had been experiencing more seizures recently but had been seizure-free since his last generator replacement surgery two years prior. At the patients scheduled clinic visit one week prior to the initial report, the physician noted that the generator battery had approximately 1/5 life remaining. Diagnostics were performed and returned an impedance value within the normal limits. The patient experienced a seizure one week later that caused the physicians office to schedule another appointment for the patient the following day. The patient was referred for replacement surgery. Programming history was reviewed for the patient's device. The battery voltage at the patient's most recent clinic visit indicated that the device was displaying the 25% battery life remaining indicator, which was first observed at the clinic visit one week prior; however, 75% of the battery life had not been consumed. These markers indicated that the battery voltage was dropping faster than typical. There was no evidence that the device had come into contact with an electrocautery tool on the date of implant. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.